Event description:
It was reported that during a follow up visit, lead oversensing issue was observed. Patient had no adverse effects. Lead was capped on (B)(6) 2017 and a new lead as implanted. Patient was stable prior, during and post procedure.